Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the implant, low impedance was noted on the left ventricle (lv) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.